Event description:
Product was returned as implant failure at 4 months. Based on the report, pt does not have any medical history and oral hygiene was described as good. Doctor also indicated that implant was removed because of bone condition.